Event description:
The customer contact reported low suction. The device was being used during an unspecified procedure. It was reported that after 5 minutes in use, the device collected approximately 300ml of unspecified solution and it was reported the "aspiration was low." The device was replaced and the procedure was resumed. Multiple unsuccessful attempts have been made to obtain additional information including the procedure being performed and the patient outcome.

Manufacturer narrative:
The customer indicated the device was discarded. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed in the "other" field. The domestic list number has a common device name of 80gcx and is 510k exempt. The information on reprocessing of the device was requested; however, no response has been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).